Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Information requested is unknown. - it was reported the problem of pulling off suture needle happened when the doctor was preparing to sew the incision on the patient, could you please confirm when was the needle detached/pulled off from the suture? Please specify. No product is available for return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. When the doctor was preparing to sew the incision on the patient, the problem of pulling off suture needle happened. Use a needle holder to remove. Changed another one to complete the surgery. No additional information could be provided.